Event description:
As reported, the patient had a severely calcified & small stj and the balloon ruptured during deployment with the last ml the valve deployed fully and had low gradients. The delivery system was removed promptly through the sheath. Since patient had a carotid cutdown, the surgeon was able to repair the artery without issue, and surgical closure was performed as patient already had a cutdown site.

Manufacturer narrative:
Investigation is ongoing: device not returned.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and imagery evaluation revealed calcium in patient sinotubular junction and inflation balloon burst radially and longitudinally. A device history record DHR review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. An existing technical summary is applicable to the event failure balloon burst therefore lot history and complaint history review is captured there and a review of the lot history revealed no complaints related to the events shipping/storage/ preparation packaging inadequate, missing or extra component. The following instructions for use and manuals were reviewed; edwards sapien 3, sapien 3 ultra, and sapien 3 ultra resilia transcatheter heart valve system and device preparation training manual. No IFU/training deficiencies were identified. An existing technical summary captures the manufacturing mitigation review. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for failure balloon burst was confirmed by provide imagery. However, a review of the DHR did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported patient had severely calcified and small sino tubular junction and the balloon ruptured occurred with the last ml. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors calcification contributed to the balloon burst. For complaint shipping/storage/preparation packaging inadequate, missing or extra component the event was confirmed based on empirical evidence. Investigation indicates a potential manufacturing nonconformance may have contributed to the complaint event. Review of IFU/training materials revealed no deficiencies. As reported, the stylet was missing from the delivery system package, so they used a 0.035 wire inplace of the stylet. Review of manufacturing mitigations demonstrates the current process checks in place. However an existing product risk assessment discusses the issue and retains the potential root cause of inadequate mistake proofing as there is no final inspection on missing components or an accept/reject criteria in manufacturing procedures.. Since an applicable technical summary applies to event failure balloon burst, no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions CAPA nor product risk assessment pra escalation are required. A product risk assessment was previously initiated for event shipping/storage/ preparation packaging inadequate, missing or extra component therefore no further action is required